Manufacturer narrative:
The main circuit board was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
During resmed evaluation, an astral device had a defective main circuit board. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Visual inspection revealed damage inside the ethernet port. Main circuit board could not be connected to software as the damaged ethernet port was not recognized by the computer. Based on all available evidence, an investigation determined that the reported complaint was due to physical damage. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
During resmed evaluation, an astral device had a defective main circuit board. There was no patient harm or serious injury reported as a result of this incident.